Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. No moisture damage on keypad traces, electronic assembly or motor noted. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received moisture damage. Customer's blood glucose was not reported. Insulin pump would be replaced.